Event description:
Approximately one month following a pulmonary vein isolation procedure, pulmonary veins stenosis was diagnosed during a followup visit. During a pulmonary vein isolation procedure in a patient with paroxysmal atrial fibrillation, ablation of the pulmonary veins was completed with the ablation catheter, with high power short duration strategy. During the procedure, all veins were tested in order to validate isolation. Method of validation used pacing inside the veins using the hd grid catheter. The procedure was completed successfully with no adverse consequences to the patient. Approximately one month post procedure, pulmonary veins stenosis was diagnosed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Log files were received but were unable to be analyzed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pulmonary veins stenosis remains unknown.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3008452825.